Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient's aortic valve angle was measured to be 33 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified size, non-abbott balloon. During the procedure, the valve was positioned in a lower position and while deployment, the valve migrated into the left ventricle (lv). Post-implant balloon valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon to improve the valve positioning and the user also attempted to reposition the valve by using a snare resulting in a valve pop-up. A second 23mm, navitor vision valve was selected for implant using a new small flexnav ds. The valve was implanted by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.